Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received via a voluntary medwatch (#(B)(4)) indicated that during balloon angioplasty of the distal anterior tibial target lesion, it was noted that after a two (2) minute inflation, the balloon would not deflate. The physician had to puncture the balloon with the back end of a wire and advance the sheath into the proximal portion of the balloon that was inflated in the proximal anterior tibial and was then able to withdraw the balloon and remove it. Additional information has been requested.

Event description:
Addendum/additional information received: the report received from the field indicated that during an endovascular procedure, a marker from the outback cto re-entry catheter was lost. During the same procedure, the physician experienced deflation difficulty with a balloon catheter used. There was no reported patient injury. No additional information is available despite multiple attempts. (B)(4)/MDR report # 1016427-2013-20002 involves one of two products for the same procedure capture previously in (related file) (B)(4) ¿ MDR report #9616099-2012-00711. (B)(4). This is one of two products used during the same procedure. Please reference MFR. Report # 1016427-2013-20002 and #9616099-2012-00711.